Event description:
Home monitoring showed increase from 0 to greater than 249 short intervals per day. On (B)(6) 2022 rv lead monitoring recording and nst show appearance of lead noise. Threshold increased slightly to 1.7 v. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.